Event description:
It was reported that a spectrum iq pump was involved in an infiltration in a pediatric patient, which required emergency surgery. The reporter expressed concern and inquired about the possibility of retrieving a pump report to determine how many alarms occurred overnight. It was noted that the child did not cried in pain during the IV infiltration. Additionally, concern was raised that the alarm sounds from the pump may be too soft, prompting a request to verify whether the device alarmed appropriately during the event during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.